Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation.

Event description:
It was reported that approximately one hour after a da vinci-assisted benign hysterectomy procedure, the patient presented with vaginal bleeding. While in recovery, the patient had been coughing a lot, and after examining the patient, the surgeon determined that a vaginal stitch opened due to the coughing. The surgeon re-did the vaginal stitch, and the bleeding resolved. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site for additional information, and the following information was received: per the customer, the system was not connected to onsite during the procedure. They confirmed that the patient experienced bleeding approximately 1 hour after the procedure ended. The surgeon determined that the opened stitch and the resulting bleeding were due to the patient coughing, as the surgeon double-checked the stitch after the procedure was completed. When the bleeding and torn stitch were discovered, the patient was returned to the operating room, placed under sedation, and the surgeon replaced the vaginal stitch. The estimated amount of unexpected blood loss was 40 ml. No blood transfusions were required. No malfunction of a da vinci device occurred during the initial procedure. No issues with a da vinci device occurred which caused or contributed to the bleeding and torn stitch. The patient was discharged, with a normal recovery.

Event description:
Refer to h10/h11 for follow-up information.